Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. The instrument was found to have a dislodged backend pulley at the proximal end housing. The pulley was detached from its original position and loosely placed inside the housing. As a result, the grip and wrist cables became loose. The jaws do not open and close properly upon testing. Additionally, the instrument was found to have loose snake wrist and grip cables at the proximal end. The cables were loosely placed around the clamping pulleys. As a result, the jaws were not opening and closing properly, and the wrist was not moving correctly. The root cause was attributed to the dislodged back-end pulley.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) jaws would not open. The procedure was completed with no reported injury.